Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the air leak could cause hypoxia. Complaints confirmed with photos provided. Reviewed complaint history for the 24 months preceding the complaint reporting date. There was no trending found. Performed risk analysis with RMA-20024b and determined a severity rating of 6. Sent resolution to the customer including supplier's root cause investigation report.

Event description:
Cuff atrophied during use patients were extubated and re-intubated.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the air leak could cause hypoxia.

Event description:
Cuff atrophied during use patients were extubated and re-intubated.